Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.

Event description:
It was reported that the user experienced recurrent hypoglycemia, including a low to 44 mg/dl lasting approximately two hours, while using the ilet with a freestyle libre 3+ cgm and an inset infusion set; the user received low and urgent low alerts and was coached through a factory reset and general troubleshooting and education. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral glucose and no medical intervention or assistance. Investigation included telephone-based troubleshooting and guidance to perform a factory reset, as well as education on target settings and hypoglycemia treatment practices. Investigation of this case revealed no device malfunction and a cause that remained unclear, with contributing factors discussed including user behaviors such as late announcements and overtreatment of lows. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.